Event description:
It was reported that the patient with this implantable pacemaker experienced pocket and muscle stimulation. Analysis of the device was performed and it was determined that the device entered in safety mode. Additionally concerns of premature battery depletion were raised along with the device delivering brady pacing not as expected and pacing inhibition. Replacement of the device was discussed. This device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that the cause of the depleted battery could not be established.

Event description:
It was reported that the patient with this implantable pacemaker experienced pocket and muscle stimulation. Analysis of the device was performed and it was determined that the device entered in safety mode. Additionally concerns of premature battery depletion were raised along with the device delivering brady pacing not as expected and pacing inhibition. Replacement of the device was discussed. This device was explanted and replaced. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported.